Event description:
It was reported that a user experienced elevated blood glucose after disconnecting from the ilet per endocrinology instructions and transitioning to multiple daily injections, having taken long-acting insulin the prior night and planning a humalog dose before breakfast. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.